Manufacturer narrative:
The unit was being used in the patient's home and was provided through a home medical supplier that is a division of a hospital. It is unknown if the patient was using the device at the time of the event. Additional information regarding the event cannot be obtained, as no contact information is available. Invacare was not directly notified of the event. The incident was reported to the FDA and was documented on the maude database. During review of complaints within the database, this incident was identified. This incident is being reported out of an abundance of caution due to the allegation of a fire. The underlying cause of the fire cannot be determined. The concentrator was not returned to invacare. Without an evaluation of the device related to this event, a malfunction cannot be confirmed.

Event description:
The patient's family was outside and heard a pop from the irc5po2v concentrator. When they looked inside, the concentrator was on fire.